Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Visual analysis determined, one suspect positive bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is no media in the vial. The suspected positive is no confirmed. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was partially released and used on patients. The items released were one scope, two cameras and two light cords. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00523, 2084725-2017-00526 and 2084725-2017-00522.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, concomitant product evaluation and retains analysis. Trending analysis by lot number was reviewed from 01/07/2017 to 07/06/2017 and no significant trend is observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The concomitant sterrad was evaluated by an fse and a leak in the vaporizer-condenser assembly and duo module were identified. Parts were replaced and the unit was returned to service. It is inconclusive whether or not the maintenance performed was related to the suspect positive bi issue. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. It is inconclusive if the corrective maintenance is related to the suspected positive bi issue. The retains product met specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.